Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level (555 mg/dl) and the cause was not known. Insulin pens were used to address the bg. The customer reported seeing insulin drops during the fill tubing step. A pump system check was performed and no device issues were identified. The customer declined to remove the cannula for inspection. Tandem technical support advised the customer to discuss the event with a healthcare provider. Upon follow-up, the customer's bg was decreasing.